Manufacturer narrative:
Age at time of event, corrected data: additional information was received which indicates the information provided on the initial MDR was incorrect. Date of event, corrected data: additional information was received which indicates the information provided on the initial MDR was incorrect.

Event description:
Clinic notes dated (B)(6) 2013 note that the patient has obstructive sleep apnea. The patient uses CPAP. The relationship to vns is unknown. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Follow up with the physician found that the sleep apnea was approximately first observed in (B)(6) 2002. In is unknown if the patient has a history of sleep apnea prior to vns. The sleep apnea is not related to vns, nor is it related to vns stimulation. It is unknown if any change in medication or vns parameters preceded the onset of the event. Interventions have been taken or planned for the sleep apnea to preclude a serious injury. The intervention was the use of c-pap.